Event description:
It was reported that the patient was given very low doses of baclofen. The patient has had her pump since 2002. The patient experienced seizures starting in 2007. The following additional symptoms were noted: "totally limp", pupils the size of "pinpoints", and low blood pressure ("which she has anyway now"), and "barely visible" respiration. The patient's baclofen dose is current 660 microunits daily. Per the reporter, there was a slight difference in the patient's spasticity with her last 10% increased medication dose. It was noted that a neurologist placed the patient on 1000 mg keppra in the morning and 1500 mg keppra in the evening. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).